Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump experienced battery depletion and a charging problem; the device became very hot to the touch, failed to power on after overnight charging, and a replacement pump was arranged, while the identified device component implicated was the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose reportedly remained stable. Investigation included communication with the user, analysis of information provided by the user, receipt and inspection of the returned device. Investigation of this case revealed a power source problem consistent with a charging issue traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging/power subsystem.